Event description:
It was reported that the patient experienced pain, inflammation, redness around the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient was referred to the hospital for possible suspicion of infection. However, tests had originally confirmed that there was no infection. The ipg seemed to have migrated as it could be felt to have moved very superficially under the skin, which was causing discomfort to the patient. It was thought that a revision procedure would be planned to move the ipg to a better place. However, before the revision could be scheduled, the situation worsened, and the physician referred the patient to the hospital where it was determined that the ipg moving had actually resulted in an open wound and an infection. The patient was administered antibiotics and underwent a procedure where the scs system was removed. The patient was doing well postoperatively and has been discharged from the hospital. The explanted devices will not be returned as they were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: infinion? Cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). Brand name: clik? X. Upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 24287920.